Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported communication issue could not be confirmed. No anomalies were noted on the eeprom payloads and the device was auto recognized on the ensite. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During an atrial fibrillation procedure, there were communication issues with two tactiflex catheters which resulted in a cancellation of the procedure. After connecting the tactiflex catheter into the tactisys quartz, it was recognized as a diagnostic catheter. It was not possible to change it to ablation catheter manually. It was also noted that there was an error message: "a non-recoverable system error will cause the study to shut down imminently. Resume the study or start a new study". After restarting the computer and starting a new study, the issue did not resolve. The tactiflex catheter was replaced with the same lot but with no resolution. The procedure was then cancelled as the issue could not be resolved.